Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that may have contributed to the reported event. Potential complications with the penumbra smart coil system include aneurysm rupture and is included in the labeling. Therefore, it was determined that the reported re-ruptured aneurysm was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) using penumbra smart coils (smart coils). During the procedure, the physician deployed and detached an initial smart coil into the aneurysm using another manufacturer's microcatheter without any issues. A new smart coil was then deployed into the aneurysm without any issues. Prior to detaching this smart coil, an angio was performed and revealed that the aneurysm had re-ruptured. The physician then administered protamine to the patient, waited five minutes and noticed that the bleeding had stopped. After an additional ten minutes, another angio was performed and revealed that the bleeding was gone. The physician then completed the procedure by detaching the second smart coil.